Event description:
A customer contacted beckman coulter inc. (Bci) after noticing a 10 liter waste container had a crack and was leaking. There was no report of exposure to the waste.

Manufacturer narrative:
A new container was shipped overnight. The customer replaced the container. Service was not needed for this event.